Event description:
It was reported that during pre-test of a routine trach change, two cuffs inflated asymmetrically. A third trach was used to completed the trach change. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. Water was observed inside the units. Sample was filled with 5cc of air when inflating sample 1 with air, the cuff inflated without problems and when inflating the sample 2, the cuff only inflated one side. According to the instruction for use( IFU) the cuff was manipulated and the whole cuff inflated. However, extremely force was required to inflate the cuff. (Teflon was not properly distributed inside the cuff). The reported issue was confirmed. A corrective and preventative action has been opened to determine the root cause and implement proper corrective actions. This MDR was generated under protocol b10009704.this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.